Manufacturer narrative:
During inspection and testing of the returned device, service found the image disappearing during up/down angulation was due to damage to the image pickup unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared during angle operation due to a broken wire in the image pickup cable near the angle, or a poor contact such as a short circuit. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the light guide connector vent was dirty, and the angulation lock was not working. Scratches were observed on the bending section cover, the control section, the grip, the right/left lever, the up/down plate, the video connector, the light guide connector, the light guide cover glass, and the video connector case due to external factors. There was dirt on switch button #1, switch button #2, and switch button #3, due to handling. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting image issues during angle operation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the image disappeared during angle operation in the up/down direction. This report is being submitted for the malfunction found during evaluation of the device (image disappears). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility.

Event description:
Additional information was received from the user facility regarding the reported issue (image issues during angle operation): the device was inspected prior to use. The reported issue occurred during pre-use inspection of the device. The intended unspecified therapeutic procedure was completed using a similar device. There was no delay in the intended procedure.